Event description:
Had difficulty cooling the pt. Could not get the arterial temperature below 20 degrees c. Took 15 minutes to get the blood temperature to 37 degrees c at maximum heating. There was no pt injury.

Manufacturer narrative:
Laboratory analysis of the oxygenator's heat exchanger revealed, it was partially occluded with the brazing material used to weld components of the heat exchanger together. This reduced the available surface area for heat transfer causing reduced heat exchanger efficiency. Process corrections have been made at the supplier of the heat exchanger and inspections added both at the supplier and cobe cardiovascular. In this particular case, the perfusionist was able to return the pt's body temperature to normal after completion of surgery. There was a subsequent report received on 06/05/06 where it was not possible to completely re-warm the pt to the desired 37 degrees centrigrade. As a result of that later report and additional investigation, it was decided that a medwatch report was necessary for this incident, and the alert date of 06/05/06 was used. Note that a separate report will be filed on the 06/05/06 incident. In addition, a formal field notification was issued to all affected customers.